Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer reported a blood glucose (bg) level of 600 (mg/dl). A correction bolus was delivered to address bg levels and they decreased to 431 (mg/dl) at the time the event was reported. The customer did not want to remove site to perform troubleshooting due to changing site prior to call. Instead the customer opted to monitor their bg levels and call tandem technical support if they required additional assistance.